Event description:
The patient contacted animas on (B)(4) 2013 reporting that the down arrow button was intermittently unresponsive. The patient denied any damage to the keypad. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was observed to be peeling from the bottom of the ok button. The contrast and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast, up, and down button contacts. Unrelated to the keypad issue, the display screen was found to be faded; the display screen was replaced and the display returned to normal.